Manufacturer narrative:
Four photographs were received for evaluation. It was observed that the inflation line was detached on the photographs provided. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on the given part and found no discrepancies. An audit of 7 devices was performed to duplicate the failure mode via assembly and use testing and found that a portion of the tube remains when manually detached. Based on the evidence, the root cause was attributed to a manufacturing issue, related to the bonding of the inflation line to the tube.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube inflation line disconnected at the 20 cm position after hours of use. Due to the incident, the patient's oxygen saturation dropped during the tracheostomy tube change. After the tube was changed, the patient's oxygen saturation returned to normal. No permanent injury was reported. The event was considered resolved once the new tube was in place.